Event description:
It was reported that the patient presented for a tricuspid valve repair procedure. After the procedure, it was noted that the leadless pacemakers (lp) were unable to be interrogated. After unpairing the lps, the ventricular lp was able to be interrogated but the atrial lp still could not be interrogated. No additional intervention has been performed. The patient was stable.